Manufacturer narrative:
The medical center in japan returned the impella pump product for analysis and benchtop hemolysis testing. The investigation is on-going at this time. Upon completion of the investigation a final report with root cause will be filed.

Event description:
The japanese complainant had an impella 5.0 support ongoing when there were signs of hemolysis. The hemolysis was noted by hematuria alone, no lab value changes. The hemolysis was treated with dialysis initiation. The patient had also been supported by the ECMO circuit as well.